Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition there was an early sensor expiration due to potential patient misuse found on (B)(6) 2019. No injury or medical intervention was reported.